Event description:
Information was received from a patient receiving morphine (unknown dose and concentration) via implanted infusion pump. It was reported that it was taking at least 7 minutes to dispense a bolus and it had taken as long as 11mins. They also have gotten a lot of error messages to restart the application. Patient does not recall what the codes were, but they said it said program error restart phone or restart the device. The issue had been going on for a while, probably last year, and was becoming more and more prevalent. Patient confirmed the ptm got stuck at 90% and it was having a hard time finding the communicator sometimes. Agent assisted patient and her daughter with clearing the data on the ptm and ptm connected very fast to pump. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving morphine (unknown dose and concentration) via implanted infusion pump. It was reported that it was taking at least 7 minutes to dispense a bolus and it had taken as long as 11mins. They also have gotten a lot of error messages to restart the application. Patient does not recall what the codes were, but they said it said program error restart phone or restart the device. The issue had been going on for a while, probably last year, and was becoming more and more prevalent. Patient confirmed the ptm got stuck at 90% and it was having a hard time finding the communicator sometimes. Agent assisted patient and her daughter with clearing the data on the ptm and ptm connected very fast to pump. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.